Manufacturer narrative:
Additional device implanted and involved in this event: pcc141200/(B)(4).

Event description:
On (B)(6) 2003, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder bifurcated endoprostheses. On (B)(6) 2009, aneurysm was noted to have increased to 5.4 cm (amount of growth unknown). It was reported that no endoleak was seen at this time. On (B)(6) 2013, a follow-up showed a type ii endoleak from multiple lumbar arteries. It was reported the aneurysm measured 5.6 x 6.0 am. No further adverse events were reported.